Event description:
It was reported that a particle was identified in the cassette during filling of the cassette bag with hydromorphone hcl. There was no patient involvement.

Manufacturer narrative:
D4: possible lot numbers 6085517,6085519,6062720,6077784,6026869 h3: one photo was provided along with one video, and both showed a particle inside the drug filled into the cassette. The reported particle inside the fluid path was confirmed. A lot history review could not be performed as the exact lot number of the product was unknown.